Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of injector cracked cartridge and smashed iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation lens was smashed by the plunger, and it cracked the posterior wall of the cartridge. There was no contact with the patient. Additional information has been requested and received stating issue was noticed as the physician was advancing the lens for deployment. The tip of the cartridge broke off. This did not have any effect on the patient but did waste the lens. The lens was loaded with normal loading forceps. The lens was loaded approximately 15 minutes before it was used.